Event description:
A medfusion syringe pump was infusing a norepinephrine drip to a patient. During the norepinephrine drip change, a new drip was hung to run on the indicated pump. The nurse came back ten minutes later to scan for the electronic medical administration record and the pump was found to have a blank screen. The display was illuminated, but there was nothing present on the screen/display. The nurse pushed the green start button, but nothing happened. The syringe was removed from the pump and moved to a new syringe pump. The patient had significant drop in blood pressure requiring a fluid bolus. While switching the drip to a new syringe pump, the patient received an unintended bolus of norepinephrine and had a significant high blood pressure. After the patient was stabilized, the nurse returned to evaluate the malfunctioning syringe pump.an empty 60 ml syringe was placed in the syringe pump to use for evaluation. After accessing the main screen, the alarm displayed: "system failure: positive supply bgnd test" appeared as a banner across the top of the display. The pump would not start and was sent to the risk and clinical engineer departments. The clinical engineering tech evaluated pump and was able to reproduce the problem when loading the syringe, the screen went blank and system failure alarm sounded. This was the same failure the nurse was having. When the plunger position moved, the display would come and go. The tech verified it had the same system failure alarm as before, "system failure: positive supply bgnd test" message displayed.the manufacturer was notified, and they indicated a bad power supply output would cause this error to be displayed. The pump has been sent to the manufacturer per their request to further evaluate the failure.